Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and multiple back operations. On (B)(6) 2013, it was reported that the patient was having a hard time positioning her unit to charge which started at implant. The device had gone dead once in the past, and the patient charges her device every night. This issue had resolved as of (B)(6) 2013. The patient also suggested that the patient manual needs to include all information including how to (jump) start the unit when the battery does not want to charge. Additional information received on (B)(6) 2015 reported that there was premature battery depletion and a possible overdischarged battery. The status of the device was that it was implanted, but it remained out of service. They had tried to interrogate the battery as a troubleshooting method; however they couldn't get it to read. The patient noted that she had previously needed to meet with a manufacturer representative to have her battery reset. The patient was unsure of how many times she met with her. The patient has previously had a hard time with recharging, but she also gained weight and thinks that may have contributed to her difficulty recharging. It was noted that the patient would be meeting with her health care provider regarding these issues. Additional information received on (B)(6) 2017 reported that the patient had previously been overdischarged and the implantable neurostimulator was replaced. The patient noticed that the implantable neurostimulator wasn't charging, and she met with the manufacturer representative to restart the implantable neurostimulator. The implantable neurostimulator was working again, and then it just went dead. Another manufacturer representative tried to restart the device and the patient ended up replacing the implantable neurostimulator.